Manufacturer narrative:
Additional information provided in d.11., h.3., and h.10. The complaint company iii (d) cartridge samples were not returned. Nine unopened samples for lot# 32738599 were returned. One sample was pulled randomly for evaluation. The cartridge was visually examined with no abnormalities observed. Functional and dye stain testing was conducted with acceptable results. No lens or cartridge damage was observed. No foreign material was observed on the lens post-delivery. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. A company handpiece was indicated. It is unknown if a qualified lens and viscoelastic were used. Without the lens model/diopter used, it cannot be determined if a qualified combination was used. The root cause for the reported complaint could not be determined. The complaint company iii (d) cartridge sample was not returned. It is unknown if qualified associated products were used. Unopened samples were returned. Functional and dye stain testing was conducted with acceptable results. No lens or cartridge damage was observed. No foreign material was observed on the lenses post-delivery. Per the dfu: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. Although the root cause has not been determined, contributing factors could be: a. Viscoelastic type: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. B. Viscoelastic amount: not using the appropriate amount of viscoelastic as described in the dfu may result in delivery issues and/or damage. C. Delivery speed: if the customer delivers the iol quicker than the dfu describes, this may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), there was foreign material confirmed on the lens. The foreign material was removed and the procedure was completed. There was no reported patient impact. Additional information was requested.